Event description:
It was reported that the patients right atrial (ra) lead exhibited high threshold levels, low impedance and insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: addr01 ipg, implanted: (B)(6) 2007. (B)(4).